Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 6fr t/l powerpicc solo catheter. Usage residues were observed throughout the sample. Compression of the catheter shaft was observed between the 2cm and 5cm depth markings. The compression resulted in a longitudinally aligned ridge-like feature. A split was observed at the top of the ridge. Microscopic inspection of the split revealed a dully granular fracture surface. The split comprised a longitudinally aligned line which exhibited a characteristic misalignment near the proximal end. Compression of the catheter was confirmed in the vicinity of the split. The compression damage, including the formed ridgeline was consistent with features replicated through bench testing, by applying securacath catheter stabilization devices within the taper region of bd powerpicc catheters. The compression and leakage were consistent with damage caused by application of a securacath catheter stabilization device within the taper region of the catheter shaft. These observations were consistent with the event description, which indicated use of a 5fr securacath. Use of catheter stabilization devices that compress the catheter shaft is not recommended. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC leaking at site when white lumen flushed. When removed, definite slit in PICC from 3-4.5 cm mark. PICC inserted (B)(6) 2021 and started leaking (B)(6) 2021" add info rcvd (B)(6) 2021: explant date: (B)(6) 2021. Placement info: right upper arm what type of catheter securement was utilized: 5fr securacath. Was there patient harm reported?: no.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz1539 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC leaking at site when white lumen flushed. When removed, definite slit in PICC from 3-4.5 cm mark. PICC inserted (B)(6) 2021 and started leaking (B)(6) 2021" add info rcvd 04/07/2021: explant date: (B)(6) 2021. Placement info: right upper arm. What type of catheter securement was utilized: 5fr securacath was there patient harm reported?: no.